Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
The reported event was confirmed. Wires were exposed, due to damage to the cord. The device was repaired and returned to the customer.

Event description:
It was reported that at the user facility, there was a cut in the cord of the device, with exposed wires, posing an electric shock risk. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility, there was a cut in the cord of the device, with exposed wires, posing an electric shock risk. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.